Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: eu0746 - 3626, r72760801.it was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was implanted. About 4 hours after the procedure, the patient complained of chest pain. Patient's electrocardiogram (ECG), blood pressure, and echocardiogram were monitored and normal. The patient was treated with a pain reliever and kept for observation overnight. The patient was discharged on (B)(6) 2022. It is believed that the index procedure caused the event. No allegation against the device or delivery system. It is thought that the pain was caused by pericardial irritation. The patient has been seen for follow-up echos on (B)(6) 2022 and (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain and possible pericardial irritation or effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no difficulty implanting the device. Information from the field indicated that the effusion was not able to be seen via echo but the patient presented chest pain. The field also believes that the reported event was not related to the abbott device or delivery system. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regard to manufacture, design, or labeling.